Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend switches were out of adjustment. He adjusted the switches to repair the bed.